Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 901339,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, cervicitis, adenomyosis uteri and endocervicitis. Previously administered products included for prevention pregnancy: mirena. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2012 for contraception as well as zolpidem since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping") and back pain ("low back pain"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic-assisted vaginal hysterectomy and laparoscopic-assisted vaginal hysterectomy and bilate). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, dyspareunia, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: pre-operative and post-operative diagnosis: preoperative diagnosis: pelvic pain, dysmenorrhea, dyspareunia. Procedure: hysterectomy with salpingectomy. Pathological diagnosis: 1. Uterus (hysterectomy): mild chronic cervicitis without dysplasia. Proliferative endometrium. Superficial adenomyosis of myometrium. 2. Bilateral fallopian tubes (bilateral salpingectomy): within normal limits. Ultrasound scan vagina - on an unknown date: uterus was noted to be retroflexed/retroverted. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, dysmenorrhea, dyspareunia, back pain. Lot number: 901339 manufacture date: 2011-09 expiration date: 2014-09. Lot number: 915886 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 901339,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, adenomyosis uteri, endocervicitis and insomnia. Previously administered products included for prevention pregnancy: mirena. Concurrent conditions included retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2012 for contraception as well as levonorgestrel (mirena) and zolpidem since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping") and back pain ("low back pain"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic-assisted vaginal hysterectomy and laparoscopic-assisted vaginal hysterectomy and bis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, dyspareunia, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown and the back pain was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in lab data. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: pre-operative and post-operative diagnosis: preoperative diagnosis: pelvic pain, dysmenorrhea, dyspareunia procedure: hysterectomy with salpingectomy pathological diagnosis: 1. Uterus (hysterectomy): - mild chronic cervicitis without dysplasia - proliferative endometrium - superficial adenomyosis of myometrium 2. Bilateral fallopian tubes (bilateral salpingectomy): - within normal limits. Concerning injuries reported in this case the following were described in patient medical records: it confirms events as pelvic pain, dysmenorrhea, dyspareunia, back pain lot number: 901339, manufacture date: 2011-09, expiration date: 2014-09. Lot number: 915886, manufacture date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet report received. Outcome of events pelvic pain was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 901339,915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus, cervicitis, adenomyosis uteri and endocervicitis. Previously administered products included for prevention pregnancy: mirena. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2012 for contraception as well as zolpidem since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping") and back pain ("low back pain"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic-assisted vaginal hysterectomy and laparoscopic-assisted vaginal hysterectomy and bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain was resolving and the vaginal haemorrhage, dyspareunia, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: pre-operative and post-operative diagnosis: preoperative diagnosis: pelvic pain, dysmenorrhea, dyspareunia. Procedure: hysterectomy with salpingectomy. Pathological diagnosis: uterus (hysterectomy): mild chronic cervicitis without dysplasia; proliferative endometrium; superficial adenomyosis of myometrium. Bilateral fallopian tubes (bilateral salpingectomy): within normal limits. Ultrasound scan vagina - on an unknown date: uterus was noted to be retroflexed/retroverted. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pelvic pain, dysmenorrhea, dyspareunia, back pain. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse were added. Medical history, lab data, lot number, historical drug, concomitant drugs, treatment drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.